Manufacturer narrative:
Anchor information: brand name: direct clamp active anchor kit, model: 104523, catalog: 3043, lot/batch number: 9018216315, UDI: (B)(4).

Event description:
During a magnetic resonance imaging (MRI), a patient implanted with an evoke spinal cord stimulation (scs) system reported unintended stimulation and a sensation of warmth at the evoke closed loop stimulator (cls) implant site. The MRI was subsequently aborted. Pre-MRI guidelines and device checks were reported to have been completed prior to the scan. Additionally, the patient reported inadequate pain relief associated with a lead migration. The patient also reported new pain and weakness that was deemed unrelated to the evoke scs system and required additional MRI. At the patient¿s request, the evoke scs system was explanted.